Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the o2 sensor. The unit then passed all performed testing and operates within manufacturing specifications.

Event description:
It was reported that the oxygen (o2) sensor was found cracked. The device was not in patient use at the time.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.